Manufacturer narrative:
Suspect device is accu-chek comfort curve test strips.

Event description:
Customer reportedly obtained results of 559 mg/dl, 288 mg/dl, and 206 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Advantage test system: meter, strip lot 549510, exp 02/29/2008, cat/2030381.